Manufacturer narrative:
Other device listed in this report: cat # unk, lot # unk, description: unknown 28mm head. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
It was reported that surgeon revised patient's right total hip for an unknown reason.